Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported "unit has mechanism that just stops" which was most likely referring to system error 322 alarms confirmed during the review of the event history log. When pump alarms an error it is designed to stop the infusion. The eval was unable to determine the cause. The upper and lower auxiliaries are known contributors to this symptom and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. The software was upgraded per the approved remedial action activities.

Event description:
It was reported that a spectrum pump experienced an unspecified symptom of "unit has a mechanism that just stops" in the intensive care unit. It was also reported there was no pt injury.